Manufacturer narrative:
No patient was present. Device manufacture date was not available at the time of this report. As reported, the tap occluded and was not cleaned properly after use. The tap appears to be in good condition otherwise.

Event description:
A medtronic representative reported impacted material in the solera tap. They tried to remove the material without success. This event was notified outside of surgery and no patient was present.